Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Logfile analysis shows that the user interface controller (epc) suddenly restarted. Results of investigation: exact root cause is not established but it is most likely that the epc is causing the issue and the unit works normal after a restart.

Event description:
The customer reported bellavista 1000 screen suddenly turns black and an alarm occurred, display with error message: "bellavista detected a user interface issue". Ventilation has continued and replaced with another b-1000. After restarting, the device started normally. There is no information for patient involvement associated with the event.